Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to try and tighten the fittings at the bottom of the sheath tank but was not successful. The field service engineer (fse) sent the sheath tank replacement part to the customer and the bci application specialist replaced the sheath tank to resolve the leak reported and discarded the part upon completion of the repair. The bci application specialist stated the tank was cracked at the bottom near the fitting. Bec identifier for this event is (B)(4).

Event description:
The customer reported a leak from the bottom of the sheath tank on the coulter hmx hematology analyzer w/ autoloader the volume was reported as less than 10 ml and the leak was not contained. The bci application specialist also reported a drop of diluent landed on her head but she was wearing her lab coat, gloves and goggles at the time and there was no exposure to open wounds or mucous membranes. No erroneous results were generated.